Event description:
As reported: "a bixcut reamer has snapped inside the patient. The coil part of the reamer uncoiled during use whilst using a guidewire, removed and x-rayed patient nothing remained in patient." Case type: im fixation of the tibia. The procedure was completed with 30 min of delay by using another set of instruments.

Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged event. The received device was visually inspected, and we can see heavy deformation on the distal end of the wire the shaft is not aligned in the center it¿s bent in an outward manner, the close examination of the breakage surface of the wire it indicates breakage in a brittle manner due to excessive application of force. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on the investigation the root cause can be established to user related as we see heavy deformation and breakage in brittle manner which indicates towards application of heavy force. If any further information is provided the complaint report will be updated.